Event description:
The customer reported that during training, a mock code, the device displayed error code 10004 and configuration lost.

Manufacturer narrative:
(B)(4). The customer reported that during training, a mock code, the device displayed error code 10004 and configuration lost. The condition presented during training; therefore, there was no pt involvement. Philips evaluated the device. The control pca was replaced to resolve this issue.